Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 28/may/2024.

Event description:
Physician reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported left side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Physician reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on may 03, 2024, with lot number 3344509. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observation observed.